Manufacturer narrative:
On december 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 5.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17, 2021, mentor became aware of the following and corresponding fields have been updated on this form: - date of event was (B)(6) 2020 - breast procedure was breast augmentation - patient's age was 44 - patient's ethnicity is hispanic/latino - date of implant was (B)(6) 2011 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 30, 2021, mentor became aware that the date of surgery is november 15, 2021. On october 12, 2021, mentor became aware that the patient experienced capsular contracture; baker grade iii on the left side in addition to rupture. Hence, following fields have been updated on this form: fields d6b for explantation date is (B)(6) 2021 clinical code "capsular contracture" has been added to field h6 replacing "pain." Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient underwent bilateral (B)(6) on the left, and with catalog number 3504001bc; serial number (B)(6) on the right on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2021, and august 18, 2021, mentor became aware regarding the information below. Hence, the following fields have been updated on this form: patient's date of birth is "(B)(6) 1976". Field a2 has been updated. Field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3504001bc". Field d4 for lot number has been updated to "5908551". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Date of implant was (B)(6), 2011. Field d6a has been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient also experienced left side pain in addition to left implant rupture. Related fields have been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with unknown size unknown gel implants and experienced left side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.